Event description:
It was reported that during the post operative interrogation the day after implant, it was noted that the patient's p waves were significantly larger that the r waves, and while pacing with the atrial lead, the ventricle was captured. Additionally, while pacing with the ventricular lead, the atrium was captured. It was determined that the atrial and ventricular leads had been reversed in the device header. The pocket was reopened, and the lead placement was corrected. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).